Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 130 units of insulin. Customer's blood glucose level was 218 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.